Event description:
Surgeon implanted two charite artificial disc's in the pt (l4-5, l5-s1). The pt complained of pain 7-months out and an x-ray taken revealed that the disc at l5-s1 had shifted posteriorly. The doctor believes that this was due to facet failure. A revision procedure was performed to remove the implant at l5-s1 and a/p fusion completed at that level. The implant at l4-5 was left in place. As surgical intervention occurred an MDR is being filed to document this event.